Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon completed the procedure with suture. The hospital has reported that no pt injury occurred.